Manufacturer narrative:
Subject device is an instrument and is not implanted. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Opal spacer was inserted into the disc space with an impaction technique. The cage was placed too far anteriorly. Surgeon tried to place the implant holder back on the spacer when the implant holder disengaged. Surgeon believed the spacer was safe to leave in position. One postop x-rays showed the opal spacer partially in the disc space and partially protruding anteriorly. Patient was scheduled for revision surgery. Patient declined revision surgery as it was considered precautionary and clinical symptoms currently do not exist. This is one (1) of two (2) reports submitted on this event.